Event description:
The customer reported that the fusion mode was not working properly and the tissue was sticking to the jaws. The surgeon used sutures to finish the procedure and there was no injury to the patient. However, this extended the operating time by more than 30 minutes.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.